Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on similar reports, a potential cause for this type of damage to the teflon pad and related short circuit error is operator¿s technique. The device instruction manual contains several warning statements to prevent thermal and mechanical damage to the jaw area and teflon pad: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy, the teflon pad on the device burned, exposing metal underneath. A short circuit error was also generated. There was no reported patient injury or device fragmentation into the patient. There was no reported impact to the completion of the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM). The OEM reviewed the device history record for the lot and confirmed that the lot had passed final inspection before release.

Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation results, update the lot number. The device was returned to olympus for evaluation. The evaluation confirmed the reported burnt pad but did not confirm the complaint for short circuit error or metal exposed under the teflon pad. The evaluation found the teflon pad worn down and slightly charred but not exposing metal under the pad. No error message was generated during the evaluation. There was no breakage in the probe.